Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was stopper pops out of the tube. The following information was provided by the initial reporter and translated to english. The customer stated: "after the lid is opened for blood collection, it is easy to burst when the lid is closed."

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated with no issues being identified. Additionally, 10 production lot retention samples were tested and did not exhibit the customer¿s failure mode of ¿stopper pull out¿. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the photo and retention samples did not exhibit the customer¿s failure mode of ¿stopper pull out¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was stopper pops out of the tube. The following information was provided by the initial reporter and translated to english. The customer stated: "after the lid is opened for blood collection, it is easy to burst when the lid is closed."